Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during a follow-up. Increasing threshold has been observed. The lead was explanted and replaced. The patient is stable post-procedure.

Manufacturer narrative:
A partial lead measuring 62.5cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.